Event description:
The facility reported an increase in hot eyes. No specific products were implanted.

Manufacturer narrative:
Facility reported that some patients experienced tass symptoms but that there was no indication of a specific device being the cause. No devices were returned for evaluation.